Event description:
It was reported that an lvp module was found during preventive maintenance to have a significant rate discrepancy that would not calibrate. Upon opening the unit, it was found to have 5 of 6 of the bezel post assemblies broken.

Manufacturer narrative:
Correction on initial report. The part was returned on 04/17/2019. Covered under medical device recall notification dated april 15, 2019 the customer¿s report of pump module failing to calibrate during preventive maintenance was confirmed. Physical inspection noted the bezel assembly to have 5 out of the 6 bezel bosses separated, 1 was cracked. The root cause was determined to be due to separated and cracked bezel posts. Only the bezel assembly was returned for evaluation, the pump module was not returned.

Manufacturer narrative:
No product returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Device not received however customer sent bezel part of 8100.

Event description:
It was reported that an lvp module was found during preventive maintenance to have a significant rate discrepancy that would not calibrate. Upon opening the unit, it was found to have 5 of 6 of the bezel post assemblies broken.